Event description:
The pt was treated on the hemodialysis with the rexeed-25sx on (B)(6), 2010. The pt complained of feeling bad two to five minutes after onset of dialysis treatment. The pt developed shortness of breath and labored breath quickly. The bp dropped from 180 to 100 mmhg in systolic and the heart rate also decreased from 80 to 40. Miosis was found and eyes rolled back in head. The emergency transport was called and the pt moved to hosp. The pt was released after treatment in the day.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.